Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, bleeding occurred at the access site that required surgical intervention and a transfusion of one unit of packed red blood cells. Three months post implant, right leg pain, claudication and difficulty walking were reported. An arteriogram and balloon angioplasty were performed. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.